Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012539483); product type: 0195-heart valves; implant date na; explant date na continuation of d10: product ID {{l-evolutfx-2329}}; product lot/serial number {{(B)(6)}}; product type: {{compression loading system}}; implant date {{na}}; explant date {{na}} select patient information cannot be documented in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, a pre-procedure temporary pacemaker was implanted due to history of a right bundle branch block (rbbb). During the implant procedure, when the delivery catheter system (dcs) was in the left ventricular outflow tract (lvot) third degree atrioventricular block developed. This complete heart block was transient and was not observed the day following the procedure on the electrocardiogram (ECG). However, a new left anterior fascicular block (lafb) was identified. Hospitalization was prolonged as result. The day following the valve implant a transthoracic echocardiogram (tte) identified a trace pericardial effusion. No treatment provided for the effusion. Five days following the valve implant a permanent pacemaker was implanted. The patient was discharged the following day. The complete heart block event was reported as resolved and the pericardial effusion was ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that at the 30-day follow-up the pericardial effusion was not observed on the transthoracic echocar diogram (tte). The pericardial effusion resolved approximately 34 days following onset. The physician indicated this effusion was possibly related to the delivery catheter system (dcs) and implant procedure. The complete heart block was reported as causal to the dcs, probably related to the implant procedure and possibly related to the transcatheter valve.